Event description:
Customer reported that stations 1-3 of the unit overfilled the final container by 50-60ml per station. According to the customer, the operator watched the total delivered display to determine that each station was overfilling by 50-60ml. The customer did not have exact info available, but stated that each station was programmed to deliver 200 to 300ml. Therefore, the error greatly exceeds the MFR's spec limits of +/-5%. There was no pt involvement. The unit will be sent to product services for eval.